Event description:
Insulet became aware of an adverse event involving a pod through a report submitted by a territory & clinical services manager following notification from a hospital team. It was alleged that the patient experienced a significant skin site reaction that progressed to a suspected systemic bacterial infection. Images reviewed by the reporting clinician showed extended redness, swelling and purulent drainage at the cannula insertion site. The pod was reportedly removed prior to hospitalization and was not available for evaluation. Follow-up information indicated that medical attention was sought on (B)(6) 2026, and the patient was hospitalized for three nights and treated with intravenous antibiotics. The patient¿s legal guardian reported that the controller displayed ¿high¿ glucose readings; consistent with sensor glucose above 22.2 mmol/l. At the time of follow-up, the patient was not using a pod due to fear of reapplication and was using insulin injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.